Manufacturer narrative:
The power management board was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, "internal failure system may shut down" error message is coming on display with alarm. There was no reported patient involvement.